Event description:
It was reported that during a gastric sleeve procedure, the surgeon was using a ecr60d reload. The stapler had already been fired 3-4 times without any issues. It is reported that the stapler stopped just after it had begun firing. They were unable to use the reverse button to retract the knife blade. They managed to wiggle the remaining tissue out of the stapler and opened a new stapler and continued the procedure. There was no adverse event to the patient at the time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it stopped? ¿ no, it locked before delivering any cut line or staplers.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60d partially fired 1/16 cartridge reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.